Manufacturer narrative:
The catheter has been returned and evaluated. The catheter was found ruptured at 6.5 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Catheter rupture. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported after 36 minutes of onyx injection, resistance was encountered. The physician continued to inject onyx but without success after 3-4 attempts. The physician then moved the rx tube and noticed onyx was in the pericallosal artery. The catheter was withdrawn from the pt and a hole was noted at 10 cm from the distal tip. No pt injury reported. Same event as MDR # 2029214-2011-00008.